Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient did not get pain relief despite multiple reprogramming attempts between (B)(6) 2019 and (B)(6) 2020. As a result, the system was removed on (B)(6) 2020 and discarded by the customer. The cause of the lack of pain relief was not determined. No device issues were alleged.